Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device main drawer 5 was unable to fully close. The field service engineer (fse) found that the full height drawer 5 rails failed. The bearing cage was damaged and had fallen out of the rail assembly, and the bearings were also out of the rail. The fse replaced both the left and right-side rails and tested the drawer using the hardware test application (hta), resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es facility reported that the drawer on the sa 4 north pyxis medstation could not be recovered. The main drawer 5 could be pulled in and out but would not fully close. Multiple staff members were affected. Nurses obtained medications from other pyxis devices or contacted the pharmacy for items stored in the affected drawer. The customer stated that they were unable to access/issue the medication, and the user managed to get the medication from another pyxis station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.